Event description:
Patient with a four part proximal humerus fracture was implanted with epoca (humeral stem, eccenter and head) on (B)(6) 2011. Patient's rotator cuff was insufficient to allow normal motion in the shoulder. Surgeon determined that patient's shoulder could not be rehabilitated and epoca hardware was removed for a reverse shoulder on (B)(6) 2011. The eccenter and head was discarded by the hospital. This is the second of three reports submitted on this event.

Manufacturer narrative:
A review of the device history record showed the device was processed per specification requirements. There were no complaint-related anomalies associated with this lot. The lot was made to the correct material requirements and met the required specifications.